Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported that during a crani fossa surgical procedure, it was observed that the drill bit device was stuck in the attachment device. There was a twenty minute delay to the surgical procedure to obtain spare devices to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device was stuck in the attachment device. It was observed that there was corrosion in the locking mechanism. It was further determined that there was a buildup of corrosion in the locking mechanism from normal use over time which caused the cutter clamp to jam and not release the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn mechanical components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.